Event description:
It was reported that the atrial lead fractured distal of the sensing ring of the inner conductor. It was also noted that there was an open circuit of the tip electrode. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.